Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 on the auxiliary cabinet was failing constantly. The field service engineer cleared all debris, foreign objects, reseated all cables, connections and performed preventative maintenance to resolve this issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer was failed. The customer stated that this malfunction occurred while dispensing medication to the patient care. There were no adverse events or injuries reported based on this event.